Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, defib functionality testing into a simulator using the returned multifunction cable and internal paddles without duplicating the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. No clinical data was supplied as part of the investigation.

Event description:
Complainant alleged that after delivering four shocks to a patient (age & gender unknown), the device would not convert the patient's heart rhythm. The clinicians administered medication and were able to convert the patient to a normal sinus rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.